Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of a break in aseptic technique and bacterial peritonitis in a male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy. On an unknown date in (B)(6) 2012, the patient began using dianeal pd4 ambuflex 8l (lot numbers unknown) intraperitoneally (ip) nightly and dianeal pd4 ultrabag 4l (lot numbers unknown) ip daily for peritoneal dialysis (pd). Therapy with the dianeal pd4 ambuflex and dianeal pd4 ultrabag was ongoing. During a call with the baxter customer service, the following information was provided. On an unknown date in (B)(6) 2012, the patient developed peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was due to a break in aseptic technique. On an unknown date in (B)(6) 2012, treatment with vancomycin 1 gm ip for fifteen (15) days was initiated. Per the nurse, retraining was performed on the patient for the break in aseptic technique. The patient was recovering from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy and was related to the break in aseptic technique.

Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the peritonitis was breach in aseptic technique and was confirmed based on information provided by the nurse. The assignable cause was poor aseptic technique. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.